Event description:
It was reported that damage at the distal end of the obturator was found at the time of opening the package. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Investigation summary: one ponsky nbr 20f non-balloon replacement obturator was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective accessory , as it was noted that distal and proximal ends of obturator showed excess material. The definitive root cause was determined to be supplier related where the flash from the molded parts was not removed after processing. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that damage at the distal end of the obturator was found at the time of opening the package. There was no reported patient involvement.